Manufacturer narrative:
(B)(4). This complaint is for a report of a patient not being connected at initial drain. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Follow up with the nurse revealed that the patient informed her of this issue. The nurse indicated that this was an isolated incident because the patient was fairly new to dialysis. The nurse stated that the patient is is doing well with therapy. No injury or medical intervention was associated with this issue.this review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available at this time. The lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
The customer called for assistance to end therapy, on the homechoice (hc) during use. The home patient (hp) started the initial drain without being connected. The baxter technical service representative (tsr) assisted the hp with ending therapy. Hp to restart with new supplies.